Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not provided by reporter. Synthes was made aware of the scheduled revision surgery on (B)(6) 2015; however, it was not known until the date of the actual surgery, (B)(6) 2015, that synthes devices were removed from the patient. Additional device codes are mni, mnh, kwp and kwq. This report is for four unknown pangea locking caps. Part and lot numbers were not provided by reporter. Date of implant is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was scheduled for revision surgery on (B)(6) 2015 for levels l3-l4 using the pangea instrument and ti polyaxial implant set due to degenerative disc disease. Original construct implanted on unknown date at l4-l5 disc level using poster lumber interbody fusion (plif) revision surgery include removal of 4 pangea locking caps at l4 -l5 and 2 rods. Patient was revised with new screws and rods to include the l3 disc level. Revision surgery was completed successfully with no adverse events. This report is for 1 item.